Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient's mother reports that there is a possibility that a fragment of the steel needle may still be in the patient's body. Patient's headset came off while swimming. They are unable to verify that the entire steel needle came out at that time. There was no report of redness, sign of infection or any other symptoms. The lot number was not provided. No adverse event was reported. The infusion set was requested to be returned for product evaluation.